Event description:
It was reported that the customer experienced a sticky wake button on his device. There was no reported impact to the customer¿s blood glucose level. Customer declined technical support follow-up, and no additional information was available regarding the resolution of the issue.